Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with bad sensor and calibration errors. The customer states they have had low and high blood glucose levels. The customer states they have had to change out sensor five times. The customer states their levels have dropped to 24mg/dl, and then back up to between 200mg/dl and 3000mg/dl. Troubleshoot was conducted. The customer was advised the sensors would be replaced.